Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right hip tha . Groin pain developed 8 years post implant and workups showed evidence of corrosion. A revision occurred, where membrane formation was noted as well as corrosion at the head neck junction. Cobalt and chromium levels were elevated. Shell was well fixed. Head, liner, and 2 screws were explanted and zimmer products placed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part # 00801803202/ femoral head sterile / lot # 61452282; part #00620005422/ shell porous /lot # 61237880; part # 00631005032/ liner 10 degree /lot # 61391241; part # 00625006520/ bone screw /lot # 61422306; part # 00625006520/ bone screw /lot # 61445306. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00360.

Event description:
It was reported patient underwent a right hip revision surgery 8 years post implantation due to corrosion, pain, membrane formation and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.